Event description:
It was reported that the device showed battery depletion (eos status) after an MRI scan. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed that the eos status was detected on (B)(6)2023 at 10:38h. However, the battery is not depleted. The data further showed a detection of strong magnetic fields on the same day at 10:35h, three minutes before the eos detection. It is therefore assumed that the reported MRI scan led to the clinical observation. In particular, the data documented that MRI mode of the device was never activated. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. The analysis revealed that the device was reset on (B)(6), 2023, showing no anomalies after the reset procedure. However, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module cannot be fully excluded. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data showed that the clinical observation most likely resulted from the reported MRI scan without a prior activation of the MRI mode.